Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the provided information, the filter was allegedly implanted in a pregnant patient. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, patient factors could have contributed to the perforation. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. Potential complications: perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for history of deep vein thrombosis. Approximately four years eleven months post filter deployment, it was alleged that the filter perforated the vena cava, duodenum and aorta. The patient reportedly began to experience chronic abdominal pain, chronic back pain, and leg spasms. The device was removed. The patient¿s pain and leg spasms are resolved.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a patient, ten weeks pregnant with a history of deep vein thrombosis had a vena cava filter deployed in an infrarenal via position. The patient tolerated the procedure well. Approximately four years and eleven months post filter deployment, a CT of the abdomen and pelvis demonstrated two filter legs extended outside the confines of the ivc and one leg approximating the aorta. Approximately, two weeks later, the patient presented with complaints of chronic abdominal and back pain, and imaging revealed two limbs penetrating the duodenum and approximately 5 mm of another limb penetrating the aorta. That same day the filter was retrieved without difficulty using a filter retrieval system. Post retrieval abdominal aortogram showed no extravasation. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, the investigation is inconclusive for filter tilt and limb detachment. Per the provided medical records, the filter was implanted in a pregnant patient. Per the current IFU (instructions for use), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, patient factors could have contributed to the perforation. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: -the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for history of deep vein thrombosis. Approximately four years eleven months post filter deployment, it was alleged that the filter perforated the vena cava, duodenum and aorta. The patient reportedly began to experience chronic abdominal pain, chronic back pain, and leg spasms. The device was removed. The patient¿s pain and leg spasms are resolved. New information: at some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and filter limbs perforated and detached. The device was removed percutaneously. The detached filter limbs were removed via an open abdominal procedure. The status of the patient is unknown.